Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, after the lead was placed and sutured, the guidewire became stuck inside the lead due to a kink in the wire and was unable to be removed. The lead was removed and replaced. No patient complications have been reported as a result of this event.